Event description:
The customer reported that the charge button was not working

Manufacturer narrative:
The customer reported that the charge button was not working. The unit was evaluated at phillips, and the symptom was verified. Replacing the processor pca resolved the issue.